Event description:
Per user facility medwatch form, mw# 2900530000-2024-8001, during an excision of left bartholin gland and cyst, while dr. Was suturing the end of the needle broke off in the patient. The broken piece was found and taken out. After the needle piece was taken out, the account contact put both pieces of the needle and the package that it came in, into a cup and pulled the box that the suture came out of off the shelf. Account contact gave both of the items to the nsm. No patient harm done. Device available for return.

Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? There was no additional tissue damage as a result of searching for the needle piece. Were x-rays performed to localize the needle tip? An x-ray was not needed to localize the needle piece as it was visualized. Patient¿s current status? The patient was discharged the same day following the procedure in a stable condition. Please perform and document the follow up attempt for product return. For product return, please send us a return kit or at least a return label and we will gladly send the product to you for review. This medwatch report is in response to receipt of a voluntary medwatch report: mw# 2900530000-2024-8001, attached. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.